Manufacturer narrative:
.

Event description:
It was reported during a viseral surgery there were clips dropping. Some clips fell in the pt's stomach and the surgeon had to remove them one by one. This event occurred with two other devices as well. Another similar device was used to complete the case.